Event description:
The customer reported via phone call experiencing low blood glucose levels. She also reported that the insulin pump had a blank display, which she noted when she woke up. The customer's blood glucose was 45 mg/dl, which was treated with food and drink. She stated that she did not observe any physical damage to the insulin pump and that it had not been dropped, bumped, or exposed to moisture. She did not observe any damage or corrosion to the battery cap, battery compartment or spring. She was advised to insert a new battery, after which the display returned. She advised that her blood glucose rose to 53 mg/dl by the end of the call, stating that she felt better now. She was advised to replace the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.